Manufacturer narrative:
The insulin pump alarmed failed battery test after battery insertion due to corroded battery tube and corroded battery cap contact. It was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and the excessive no delivery tests due to failed battery test alarm. Deice had broken battery cap, cracked battery tube threads, scratched display window and cracked reservoir tube lip. No blank display noted. No moisture damage on electronic assembly or on motor and no damage noted on isolation tape on lcd board.

Event description:
The customer reported via phone call that the insulin pump is corroded at the battery compartment. Customer stated that the device was exposed to moisture. The customer stated the display went blank after changing the battery. She then inserted the old battery and the display returned. She also mentioned she changed the battery on 2/24/2014 and two days later, received a low battery alert. Last blood glucose was 280 mg/dl. During troubleshooting the customer did not sound completely coherent si she was asked to check her blood glucose. The customer reported her blood glucose was high at 450 mg/dl. The customer treated with manual injection and 10 to 15 minutes later, it was down to 422 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.